Manufacturer narrative:
Additional information: h6, h11. Additional information/correction: h11: the device was not returned thus no evaluation results are available. Additionally, the technical support team provided clarification that the service record was logged in error and there is no actual allegation against this pump. There is no malfunction that could result in a potential death or serious injury as a result.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during servicing. There was no patient involvement. No additional information is available.